Manufacturer narrative:
The patient is currently ongoing on lvad support. The device was returned to the manufacturer, and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient that was experiencing severe hemolysis and acute renal failure requiring dialysis. Consequently the patient received a pump exchange.